Manufacturer narrative:
U.s. Reporting agent notified on (B)(4) 2015. MFR'g site evaluation: evaluation on-going.

Event description:
Country of complaint:(B)(6). Needle bends & breaks.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 opened and used. Analysis and results: there are no previous complaints of this batch code. A total of (B)(4) units were manufactured and distributed, there are no units in stock. Received one open and used sample with the needle bent. The open sample received and checked and there are several needle-holder marks on the needle body and also on the tip, due to the manipulation during the use. Without any closed sample we cannot carry out an analysis in order to make a decision. As indicated in note/precautionary measures from the instructions for use on the product: "care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third to one-half of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle may cause them to lose strength and be less resistant to bending and breaking". Final conclusion: complaint is not justified. Corrective/preventive actions: na.